Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored signal artifact monitoring (sam) episode due to noise and oversensing of the minute ventilation (mv) feature signal. Which was caused by electromagnetic interference (emi). Leading to the minute ventilation (mv) feature being automatically disabled. No programming changes was recommended. At this time, the product remains in service, and no adverse events were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored signal artifact monitoring (sam) episode due to noise and oversensing of the minute ventilation (mv) feature signal. Which was caused by electromagnetic interference (emi). Leading to the minute ventilation (mv) feature being automatically disabled. No programming changes was recommended. At this time, the product remains in service, and no adverse events were reported.